Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device exhibited a high impedance error message. System integrity testing was not performed due to a reported chest infection. To date, no system changes have been initiated; however, technical services stated that in order to ensure proper system integrity and efficacy, testing would need to be completed after the patient has recovered. No resulting adverse patient effects were reported due to the error message and the infection was non system related. Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted. To date, no system changes or additional complications have been reported.

Event description:
It was reported that this device exhibited a high impedance error message. System integrity testing was not performed due to a reported chest infection. To date, no system changes have been initiated; however, technical services has stated that in order to ensure proper system integrity and efficacy, testing would need to be completed after the patient has recovered. No resulting adverse patient effects were reported due to the error message and the infection was non system related.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device exhibited a high impedance error message. System integrity testing was not performed due to a reported chest infection. To date, no system changes have been initiated; however, technical services stated that in order to ensure proper system integrity and efficacy, testing would need to be completed after the patient has recovered. No resulting adverse patient effects were reported due to the error message and the infection was non system related. Subsequently, the device was explanted and returned for analysis.